Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had issue with 3d image was not being displayed. The issue occurred, during a therapeutic laparoscopic nephrectomy. That was completed using the same device, after a short delay. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for the evaluation and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that the image problem was due to component failure which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had issue with 3d image was not being displayed. The issue occurred during a therapeutic laparoscopic nephrectomy that was completed using the same device after a short delay. There was no report of patient harm.